Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer¿s blood glucose level was over 600 mg/dl. The customer increased bolus and basal through insulin pump and suspended the insulin pump. Customer stated that they were unable to remove the battery cap on their insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test. Device received with stripped battery cap coin slot. (B)(4).